Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "missing data" on the cgm graph. No additional patient or event information was available. A root cause could not be determined.

Manufacturer narrative:
Received additional information during follow up. Customer reported that a loss of connection between the transmitter and pump had occurred at the time that there was "missing data" on the cgm graph.